Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the relatedness to the drug (morphine, bupivacaine, clonidine) was possibly related and the drug action that caused the event was no change in the drug. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via clinical study indicated the patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was not applicable and the programming date prior to most recent refill event was (B)(6) 2016. Interventions included oral oxycodone was administered on (B)(6) 2016. A catheter kink was not confirmed. The event date was changed from (B)(6) 2016 to (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider via a post-market product surveillance registry regarding a patient receiving morphine (4.0 mg/ml) at 2.0018 mg/day, clonidine (600.0 mcg/ml) at 300.28 mcg/day, and bupivacaine (15.0 mg/ml) at 7.507 mg/day via an implantable pump for non-malignant pain and rsd/causalgia-complex regional pain syndrome. On (B)(6). The patient¿s pump was refilled. On (B)(6) 2016. The patient reported increased pain, nausea, cold sweats, and diarrhea. The clinical diagnosis was possible withdrawal symptoms. The refill healthcare provider office¿s instructed the patient to control the symptoms with oral oxycodone and schedule a catheter access port (cap) dye study. The following day a cap contrast study was done and no abnormalities were noted; the dye study revealed a normal catheter. On (B)(6) 2016. The plan was to increase the patient¿s morphine. No action was taken, but the event resulted in an unscheduled clinic or office visit. The event was considered possibly related to the device or therapy and possibly related to the drug, but not related to the implant procedure. The drug action that caused the event was reported to have been no change in drug. The event was considered ongoing. They planned to increase the patients morphine after a phone consult between the managing doctor and the refill healthcare provider office. On (B)(6) 2016, it was reported that the refill healthcare provider office¿s recommended a 30% increase which the managing doctor warned could cause side effects. The patient elected not to have the pump rate increased. The patient returned to the clinic on (B)(6) 2016, and reported that she believed a catheter kink did cause her withdrawal symptoms and they had since subsided. The event was resolved without sequelae on (B)(6) 2016.

Event description:
Additional information was received reporting the cause of the issue was not determined. The symptoms have resolved but there were no interventions performed to correct a catheter kink.